Event description:
It was reported to tyco/kendall healthcare in 2005 that a customer had a problem with the kendall suction catheter. The customer states "during an intubation attempt, the white fingertip controlled catheter valve broke off from the cahteter line."